Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service codes displayed) has been confirmed. Upon investigation, the monitor displayed a service code 203 (pulse test failure) and a service code 104 (gel fire fault). The monitor failed testing. Engineering investigation into the root cause is currently underway. A supplemental report will be sent upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor displayed service codes 203 (pulse test failure) and 104 (gel fire fault) during incoming functionality testing.

Manufacturer narrative:
Follow-up report #1: 08/23/2016. Device evaluation of monitor sn (B)(4) was completed. The monitor failed a pulse test during evaluation. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The shorted transistors damaged multiple components on the c/a and defibrillator pcas. The root cause for the shorted igtbs could not be positively identified. Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service codes displayed) has been confirmed. Upon investigation, the monitor displayed a service code 203 (pulse test failure) and a service code 104 (gel fire fault). The monitor failed testing. Engineering investigation into the root cause is currently underway. A supplemental report will be sent upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor displayed service codes 203 (pulse test failure) and 104 (gel fire fault) during incoming functionality testing.